Event description:
A customer reported to baxter corporate product surveillance an interlink injection site in which the unknown becton dickerson (bd) cannula was breaking off inside. According to the report, the interlink was attached to an unknown catheter extension set on a patient. The nurse attempted to access the interlink with an unknown bd cannula, and the cannula broke off inside the interlink. There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One used and one unused sample were returned for evaluation. The used sample arrived out of the pouch. The unused interlink injection site arrived in a sealed pouch. Visual inspection of the used interlink injection site showed that a becton dickerson (bd) cannula had broken off inside the used injection site. Visual inspection of the injection site and septum showed no abnormalities, the center slit was present. Visual inspection of the unused injection site also showed no abnormalities with the center slit also being present. The bd threaded lock cannula arrived out of the pouch and broken. Closer visual inspection of the broken cannula showed that there are stress marks present. The broken bd cannula appears to have been broken by over stressing. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.